Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician was placing a temporary dialysis catheter over the nitrex wire. The wire was removed at the end of the case, and during fluoro of the chest, the distal tip of the nitrex wire had fractured off and was in the right atrium. The physician punctured the patient's groin and was able to snare the fragment of the wire from the patient.